Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to cellulitis and fluctuance over the pacer site for several days. Cultures were taken and were (B)(6) for (B)(6) and pus was extruded from the wound. Medication was administered and follow-up blood cultures have been (B)(6). Due to persistent but stable sinus bradycardia it was decided to place new pacing system before patient was released. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.